Manufacturer narrative:
On april 22, 2024, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the suspect medical device has the lot number 5979087. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On may 2, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 275cc breast implant was found to have a tear measuring approximately 0.1 cm within a crease/fold on the posterior view. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received (lot-5968169). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On march 5, 2024, mentor received additional information indicating that the rupture was diagnosed approximately (B)(6) 2024 and the suspect medical device's implantation date was on (B)(6) 2010. In addition, the suspect medical device is a 275cc mentor smooth round moderate profile saline (catalog: 3501640) and has been scheduled for removal on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with an unspecified mentor saline implant on the left breast. Post-operatively, the patient suffered left breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 1, 2024, mentor received additional information indicating that the patient's implants were replaced wit the following devices: (left) 275cc mentor smooth round moderate plus profile saline catalog: 3502275, lot: 9892354, sn: (B)(6) and (right) 275cc mentor smooth round moderate plus profile saline catalog: 3502275, lot: 9947246, and sn: (B)(6). On april 4, 2024, mentor received additional information indicating that the possible suspect medical device's lot number are the following: 5968169 or 5979087. A following up report will be submitted once clarification is received. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.